Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not clean the area before starting pd. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with unknown antibiotics intravenously (dose and frequency was not reported). It was reported that two days later, the patient's pd therapy was discontinued due to the peritonitis and due to the patient's disregard of aseptic technique. On the same day, the patient's pd catheter was removed and hemodialysis was started. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.